Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified the exposed glass tip measured 4mm and appeared degraded and chipped. There was no light present from the sma connector, indicating that there was a fiber fracture within the connector. It is probable that the fiber fracture occurred during procedural handling of the fiber during setup or use. The instructions for use (IFU) state to handle the fiber with care as damage may occur if struck or bent sharply. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the fiber did not work. There were no errors that appeared on the screen and no energy was coming out of the fiber. The procedure was completed using another fiber without patient complications. Analysis identified a fractured fiber connector.